Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a iliotibial band tenodesis surgery a part of the inserter tip broke after the anchor was pulled out of the bone. The fragment remained inside the bone. This was noticed during the control x-ray after the surgery. At this time no surgery is planned to remove the fragment. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.